Manufacturer narrative:
The date of death was estimated as (B)(6) 2024 as it was reported to have occurred on an unknown date in (B)(6) 2024. The physician dr. (B)(6) at (B)(6) hospital declined to provide any further information. The information collected is all the information the facility will report. An event of patient death 2 years post implant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. Details were not provided regarding the patient's condition and status of the trifecta gt valve at the time the patient passed away. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received the cause of the reported event could not conclusively be determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 21mm trifecta gt valve was implanted during an aortic valve replacement. In (B)(6) 2024, the patient passed away.